Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer who claimed that, when the system starts up, the countdown clock will reach 00 but it takes a long time for the customer to enter the system. Onsite repairs were recommended. A philips field service engineer (fse) inspected the system on-site and confirmed that the system failed to start-up. Troubleshooting found that the image processing pc (ippc) would not start-up even though the power supply was normal. The fse manually restarted the ippc. After the ippc was restarted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.